Event description:
Per the audiologist, the patient reported feeling pressure in the implanted ear. The physician placed a pe tube in the patient's implanted ear to alleviate the pressure (date of surgery not reported). More information has been requested but was not available at the time this report was filed september 4, 2009.